Manufacturer narrative:
Continued e1 phone number: (B)(6). Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area sometime on (B)(6) 2022 using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. "Significant bulge in the treated area which extends under the jawline " was noted.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area sometime in (B)(6) of 2022 using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. "Significant bulge in the treated area which extends under the jawline " was noted.

Manufacturer narrative:
Aware date and g3 of emdr-24093 is 18-jul-2023.